Manufacturer narrative:
Patient's date of birth unavailable. Patient's weight unavailable.

Event description:
A lead extraction procedure commenced to remove one right ventricular (rv) lead due to recall. A right atrial (ra) and left ventricular (lv) lead were present in the patient and not targeted for extraction. During use of a spectranetics glidelight laser sheath among other tools, a tear to the superior vena cava/right atrial junction (svc/ra junction) was identified and successfully repaired via sternotomy. The patient survived the procedure. There was no alleged malfunction of any spectranetics device being used in the procedure.